Event description:
Healthcare professional reported left side capsular contracture and pain. Device remains implanted. Healthcare professional later reported "rippling, size irregularity and local pain" and capsular contracture baker grade iii. Healthcare professional later reported "solid, hypoechoic nodules, with oval shapes, circumscribed margins and orientation parallel to the skin, without posterior".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.